Event description:
Customer's mother reported the hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 700 mg/dl. Caller stated that the infusion set came off during the night. Checked the blood glucose level and realized that the insulin pump was completely off. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.